Event description:
Event [preferred term] (related symptoms if any separated by commas) unregulated blood glucose levels [diabetes mellitus inadequate control], malfunction of the piston of the novopen 6 [device malfunction], patient was unable to administer the ryzodeg penfill [drug dose omission by device]. Case description: study ID: 1267-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone. (Durable and disposable devices) patient's height: 163 cm. Patient's weight: 78 kg. Patient's bmi: 29.35752190. This serious solicited report from turkey was reported by a nurse as "unregulated blood glucose levels(loss of control of blood sugar)" with an unspecified onset date , "malfunction of the piston of the novopen 6(device component malfunction)" with an unspecified onset date , "patient was unable to administer the ryzodeg penfill(drug dose omission by device)" with an unspecified onset date and concerned a 85 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus, hypertension. Concomitant medications included - ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml). Since an unknown date due to a malfunction of the piston of the novopen 6 belonging to the patient, who had been using ryzodeg for 20 years, the patient was unable to administer the ryzodeg penfill, resulting in unregulated blood glucose levels. Consequently, on (B)(6) 2026. The patient was admitted to the endocrinology clinic and hospitalized (discharge summary unavailable) simultaneous testing was performed together with the nurse; however, the issue with the pen could not be resolved. The patient was informed that each time a cartridge is inserted, a flow check must be performed, that a needle should not be left on the pen, that the needle should be attached vertically using a screw-on method without leaving any gaps, and that a new needle must be used for each injection. The patient stated that he did not leave a needle attached to the pen and that he had not dropped the pens. A spare pen was sent. There was no request for product related investigation. It was stated by the nurse that the patient is too elderly to be able to send the pen. Therefore, the pen would not be sent, and the batch number could not be obtained. The patient did not have a planned discharge in the near future. The number of daily doses used could not be determined. The patient did not associate the experienced situation with the product, batch numbers: novopen 6: not available. The outcome for the event "unregulated blood glucose levels (loss of control of blood sugar)" was unknown. The outcome for the event "malfunction of the piston of the novopen 6(device component malfunction)" was unknown. The outcome for the event "patient was unable to administer the ryzodeg penfill (drug dose omission by device)" was unknown. Reporter's causality (novopen 6) - unregulated blood glucose levels (loss of control of blood sugar) : unlikely malfunction of the piston of the novopen 6(device component malfunction) : unlikely patient was unable to administer the ryzodeg penfill (drug dose omission by device) : unknown . Company's causality (novopen 6) unregulated blood glucose levels (loss of control of blood sugar) : possible malfunction of the piston of the novopen 6(device component malfunction) : possible patient was unable to administer the ryzodeg penfill (drug dose omission by device) : possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. The nurse did not allow to call back; therefore, the follow up information will not be possible and hence no further information available.

Event description:
Case description: inv results: novopen 6. No investigation was possible, because neither sample nor batch number was available. Since last submission the following information updated. Inv results updated. Device addendum: bcdg codes updated. Narrative updated accordingly. The nurse did not allow to call back; therefore, the follow up information will not be possible and hence no further information available. Final manufacturer comment: (B)(6) 2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. Medical condition of diabetes is a significant confounding factor. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: name: novopen 6; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.